Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, a pinhole was observed at the sac collar. During the functional testing, the balloon was inflated with water and water leakage was observed from the balloon. The site was then treated with congo red, a substance that indicates the presence of lubricious coating and found the coating was not present inside the pinhole. Therefore, it was determined that the pinhole was created post lubricious coating. The pinhole was evaluated under a microscope and it was noted to be round and caused by a sharp object from the outside. The origin of the pinhole could not be determined and the exact cause of the sample condition could not be determined and could not be assigned as a manufacturing related process. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient. A pinhole was then found in the balloon of the catheter. The catheter was initially inserted for orthopedic surgery in the operating room. There was no replacement of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was found outside of the patient. A pinhole was then found in the balloon of the catheter. The catheter was initially inserted for orthopedic surgery in the operating room. There was no replacement of the catheter.